Event description:
A site reported an intermittent loss of telemetry monitoring for approximately 100 beds for up to 12 hours due to a presumed network access point hardware failure. No alternate monitoring was established during this time. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.